Event description:
It was reported that during a procedure to treat intracranial cerebral (ic)artery stenosis, the stent (subject device) was deployed and when the stent delivery system was attempted to be removed, the tip of the stent delivery catheter broke away and the stent delivery system was removed while the tip remained in the vessel. The physician retrieved the broken tip with a gooseneck snare and the procedure was completed successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that the stent delivery catheter was noted to be intact and not broken/fractured as originally reported; however the distal 36cm section of the stent inner body was broken/ fractured. The distal 9cm of the delivery catheter was noted to be kinked and flattened. The distal end of the stabilizer was kinked as well. The stent stabiliser was broken/fractured at 126cm from the distal end at the mid distal joint. Functional test could not be performed as the stent was returned deployed. Information available indicated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu, resistance was encountered during advancement of the device through the patient's anatomy and there was heavy arteriosclerosis and stenosis was present during the clinical procedure. It is likely that procedural factors contributed to the observed damages limiting the performance of the stent during the clinical procedure. Device analysis revealed that the stent stabilizer was broken rather than the stent delivery catheter. Therefore, the reported event of stent fracture was not confirmed.

Event description:
It was reported that during a procedure to treat intracranial cerebral (ic)artery stenosis, the stent (subject device) was deployed and when the stent delivery system was attempted to be removed, the tip of the stent delivery catheter broke away and the stent delivery system was removed while the tip remained in the vessel. The physician retrieved the broken tip with a gooseneck snare and the procedure was completed successfully. There were no reported clinical consequences to the patient.